Event description:
It was reported that a spectrum pump constantly displayed the upstream occlusion message. It was also reported there was no pt involvement.

Manufacturer narrative:
Baxter received and evaluated the device. The device was found out of spec with respect to the reported constant upstream occlusion alarms, which were reproduced. The false messages were found to be caused by low ultrasonic readings with a fluid filled set. The low ultrasonic readings make the device more sensitive to upstream occlusion alarms. The upstream sensor was replaced.